Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International customer reported that a needle broke during a gynecological procedure. The needle fragment was retrieved. No adverse pt consequences where reported.